Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, the esheath was split open at the opening when removed. The patient was not harmed during the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07941. The esheath plus was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: the commander IFU and the device procedural training manual. Based on this review, no IFU/training deficiencies were identified. This event reports a sheath distal tip split observed after removal from the patient that has not resulted in patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint for sheath distal tip split was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the sheath was split open at the opening when removed". A balloon burst was reported (on related medwatch 2015691-2022-07941). It is possible that the altered balloon profile interacted with the sheath tip upon removal resulting in sheath damage at the distal tip. However, without the returned sheath or imagery of the sheath, the type of damage could not be confirmed. In this case, available information suggests procedural factors (withdrawal of burst balloon) contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.